Manufacturer narrative:
Evaluation summary. The stent segments were slightly raised and twisted. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product(B)(4). (B)(4). Results: 70% stenosis, stent deformation and failure to deliver the stent. Conclusions: 70% stenosis.

Event description:
An attempt was made to deploy a 3.0 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) coronary stent into the rca vessel which exhibited 70% stenosis. It was reported that the stent could not cross the lesion despite multiple pre-dilations.